Manufacturer narrative:
Correction: this issue was not documented in a medtronic navigation hardware anomaly tracking database as reported on the initial medical device report (MDR). The procedure was completed with another navigation system. Additional investigation was performed on the returned computer. It was found that the surgeon profile xml file was zero-length. Which means that any records about which sectors it was mapped to have been lost, and it's an indication that the file system itself was damaged and had to recover. It is very unlikely to have been caused by a physical sector failure on the drive. It was found that condition the device was returned in means that there¿s almost certainly no way of investigating the cause of the failure.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer would not save surgeon profiles, additionally the hard drive testing found one bad sector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system would become unresponsive when selecting the administrative portions and ear, nose & throat (ent) application software. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.